Event description:
It was reported that patient developed an infection at the battery site. Symptoms of pain, fever, wound dehiscence and pus were noted. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics and the battery incision site was cleaned. The patient was doing well.